Manufacturer narrative:
This event occurred in (B)(6). The field service representative performed maintenance and performed ise checks and that passed. He performed calibration and qc that resulted in ise alarms, but when repeated, passed. He changed the potassium cartridge and checked the pump head and hoses. He also replaced the peristaltic pump tube, which resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium results for 1 patient sample and questionable chloride and sodium results for 1 patient sample on a cobas integra 400 plus module. Patient 1: the initial sodium result was 153 mmol/l and the repeated result was 142 mmol/l. Patient 2: the initial sodium result was 153 mmol/l and the repeated result was 141 mmol/l. The initial chloride result was 116 mmol/l and the repeated result was 105 mmol/l. The results were not reported outside of the laboratory. The repeated results were performed on a cobas c501 module. The repeated results were believed to be correct. The electrode lot numbers were requested, but not provided.